Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-21450. It was reported the pt experienced loss of stimulation. Diagnostics revealed multiple invalid impedances. The first reprogramming attempt was unsuccessful as the pt experienced abdominal stimulation. The sjm rep reprogrammed the pt again using one valid contact and the ipg as the anode. The pt will be seen at a later date to validate if reprogramming was successful.